Manufacturer narrative:
Concomitant medical products: etlw1610c124e stent graft; implanted: (B)(6) 2022, esbf2514c103e stent graft; implanted: (B)(6) 2022, etlw1610c146e stent graft; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the device was not switching to the managed ventricular pacing (mvp) mode due to undersensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.